Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the mildly calcified and mildly tortuous anatomy such that the balloon became damaged and subsequently ruptured during inflation. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a mildly calcified and tortuous lesion in the left anterior descending artery (lad). A 3x15mm nc trek neo balloon dilatation catheter (bdc) was prepared and advanced to the lesion with no noted issues; however, during a vessel dilatation attempt on the initial inflation, the balloon was noted to rupture at 6atm. Therefore, the bdc was removed and replaced with a new nc trek neo and the procedure was continued. There were no adverse patient effects nor clinical delay. No additional information was provided.